Event description:
It was reported by the rep the device was used during sigmoid rsection. It was reported the surgeon was using an ax55b for the distal sigmoid transection. The ussc eea was used to perform the anastomosis. After firing the eea, the surgeon proceeded to have betadine inserted into the anal canal. While doing so, betadine came through the staple line of the ax55b. In order to finish the case, the surgeon sewed over the area of the apparent leak. There was no consequence to the pt.